Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended and would no longer hold a charge. The patient underwent an ipg replacement and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, and h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) was turned off. Troubleshooting steps were provided; however, the ipg could not be charged or powered on. The patient subsequently underwent an ipg revision procedure during which the device was explanted and replaced. The patient was reported to be doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned for analysis.